Event description:
Customer reported that the insulin pump alarmed unexpected restart and external ram error multiple times. Customer stated a temporary basal was not programmed before the alarm. The insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test and error tests. No alarms were noted. No damage was found on the interface board. However, the pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.